Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s recharger would not charge their ins. The patient stated that the recharger was showing the recharging screen but all of the boxes were empty. It was reported that they had been charging their device for seven hours and they were not getting the battery to charge. It was reported that the patient¿s battery had not incremented for several hours of charging. The patient tried turning the antenna dial, repositioning the antenna and moved the antenna below the ins a little and then tried to recharge. They stated that moving the dial and repositioning the antenna did not help increase the efficiency bars. It was indicated that the patient was charging their device over a bandage. The patient stated that they were approved to charge. The patient¿s wife stated that prior to being trained on how to charge, the device had died the weekend they went home after being implanted. They also stated that the recharger did work over a larger bandage in the past. It was confirmed that they had half of a charge on their battery. It was reported that the event occurred on (B)(6) 2017. No symptoms were reported. No further complications were reported/anticipated.